Manufacturer narrative:
Additional information: a DHR review was conducted, and no issues were identified. Bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the returned photo and samples confirmed pic pas-002-pic (collapsed tubes) was appropriate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes had melted. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes had melted. No serious injury or medical intervention was reported.